Manufacturer narrative:
One device was received. Per visual inspection, the micro switch on the printed circuit board pcb was no longer able to be engaged by the top socket. The membrane switch had a "darkened" section but was working. The air detector door's hinge was damaged. The air detector had dried fluids where the filter tubing is inserted that has caused the top key to be stuck and not move freely (spring action sensor that senses when door is closed). The device had an "old design" clear float switch known to crack. Per functional testing, the top socket, when in the down position, did not activate the microswitch on the pcb. The complaint was confirmed. The root cause was the microswitch on pcb. It was unknown what caused the component to malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb. Replaced the front cover on the air detector, membrane switch, gasket, mount block assembly, door mounts, top key (these last three parts had the dried fluids) and air detector door. Replaced the o-rings, fan guard, float switch and membrane switch for preventative maintenance. The device passed all functional and delivery tests.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "top socket assembly not being read as closed". "Trigger next to block not registering close". The event was discovered prior to patient use. There was no patient harm. The outcome of the event is that it was reported as needing to be serviced.